Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to charge coupled device unit was damaged by application of physical stress to insertion section during user handling of the device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image." "Do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope distal end was loose. Inspection and testing of the returned device found no image was produced during use. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found there was an electrical grounding failure, the light guide bundle had slipped out of the proper position, the connecting tube of the insertion part of the device was buckling, the switch of the body control unit was damaged, and the charged coupled device cable was broken and damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.